Event description:
It was reported that pump experienced malfunction when screen became dark and would no longer turn on, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer attempted to power pump using known working charging supplies and followed instructions to unplug and reconnect pump and wait for startup, but screen remained off. Customer reverted to an alternate form of insulin therapy.